Event description:
The customer reported that the system displayed a precharge voltage error message which would prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced. The system was then found to be operating as intended.